Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the ins shutting off was unknown. The rep did a prm over the phone. The patient had a meeting with the physician for a possible battery replacement. It was decided at that appointment that a battery replacement was not needed. The rep said the prm must have helped as the patient no longer needed a battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient said her device is turning off. The patient reported a loss of therapy and when she checks the device it is off. The patient had a sudden return of symptoms when the device turned off. The patient then turns the device on and the therapy returns to normal. The patient said the issue started about 2 weeks ago and is happening about twice a day. The rep said they are meeting with the patient on (B)(6) 2018. The rep wanted to do a short prm to see if that will resolve the issue. The rep was advised to have the patient keep a log of when it turns off and the rep should capture a data file when she meets the patient at the next appointment. No further complications were reported.